Event description:
The customer contact reported the device did not deliver a dose when the pt pendant was pressed. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of morphine, in the pca only mode, with a 2mg pca dose, a 12 minute pt lockout, and a 20 mg 4 hour dose limit. The customer contact reported that after an unspecified length of time, the pt pressed the pt pendant; however, a dose was not delivered. The device was removed from clinical svc. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. After the device was returned to the biomedical dept for testing, it was reported that the threads of the pt pendant jack were broken off which did not allow a pt pendant to be screwed into the jack. It was reported that after the pt pendant jack was replaced, the device passed delivery accuracy testing; however, the device did not sound an audible alarm tone during an alarm condition. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.